Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device powered off during ECG monitoring. In this state, the device may not be able to deliver defibrillation therapy if needed. This issue is patient-related; however, there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker identified that the cause of the reported issue was fretting corrosion on the battery wire harness contacts of connector j11. Stryker replaced the power supply to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device powered off during ECG monitoring. In this state, the device may not be able to deliver defibrillation therapy if needed. This issue is patient-related; however, there was no adverse event reported.